Event description:
It was reported that during implant a lead was an attempted into the left bundle branch. The physician repositioned the lead several times during the procedure as it was decided more depth was needed. The cables were taken off and the lead body was twisted multiple times. At the time of pacing, the lead exhibited high impedance out of range and high capture thresholds. The physician unsuccessfully attempted to retract the screw, subsequently, the counterclockwise torque on the lead body got lead to come out. The lead was pulled all the way out of the sheath and the tissue was found to be stuck in helix. Then, the tissue was taken out of helix, but the screw still would not retract. Furthermore, the lead was unsuccessfully replaced, and the procedure was repeated with this second lead. A third lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed, and the helix mechanism test failed due to the helix being deformed. Tissue was entwined in the helix..

Event description:
It was reported that during implant a lead was an attempted into the left bundle branch. The physician repositioned the lead several times during the procedure as it was decided more depth was needed. The cables were taken off and the lead body was twisted multiple times. At the time of pacing, the lead exhibited high impedance out of range and high capture thresholds. The physician unsuccessfully attempted to retract the screw, subsequently, the counterclockwise torque on the lead body got lead to come out. The lead was pulled all the way out of the sheath and the tissue was found to be stuck in helix. Then, the tissue was taken out of helix, but the screw still would not retract. Furthermore, the lead was unsuccessfully replaced, and the procedure was repeated with this second lead. A third lead was successfully implanted. No adverse patient effects were reported.